Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the dislodgement of the rv lead was confirmed. An rv lead revision occurred the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days after implant the patient presented to the emergency department with complaints of feeling shocking in their heart. Interrogation of the device revealed that the patient¿s right ventricular (rv) lead exhibited undersensing, rising thresholds to no capture, and pacing at 40 beats per minute while the patient¿s intrinsic rate was at 70 beats per minute. The patient had not received any high voltage therapy. An rv lead dislodgement was suspected. The rv lead remains in use. No further patient complications have been reported as a result of this event.